Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, lot/serial #: (B)(4), implanted: (B)(6) 2009, product type: catheter, ubd: 13-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient had experienced withdrawal symptoms. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was reported the patient had fallen, but the patient did not remember when this occurred. No diagnostics were provided. Regarding interventions/actions taken to resolve the issue, the patient¿s catheter was revised. It was indicated the catheter was fractured. A new pump segment was spliced to the existing spinal segment. Csf (cerebrospinal fluid) was drawn back through the catheter access port (cap) after connection. The explanted portion of the catheter was sent to pathology. The representative had requested that the facility notify them when they are able to retrieve the device, so they can return it to the manufacturer for analysis. The issue was resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the catheter revision took place on (B)(4) 2018. The catheter was still at the pathology lab at the time of the report (B)(4) 2018. The information had been confirmed with the physician/account.